Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for right ventricular (rv) autocapture pacing at high output mode was observed. The freeze intracardiac electrograms (iegms) record showed undersensing on the rv lead causing high output. When the patient presented in clinic for further interrogation, high capture threshold and undersensing on rv lead was confirmed. Programming change was made. The patient was stable.

Event description:
New information received notes that a right ventricular (rv) lead revision was performed. It was found that the lead had pulled back near the valve, causing the previously reported sensing and capture anomalies. The lead was repositioned to the apex of the right ventricle. Testing of the lead was performed and all parameters were within normal limits. The patient was in stable condition.